Event description:
A malfunction of the pump was reported. There was no reported impact on the customer's blood glucose level. It was confirmed that the device was being returned for examination. The customer's device was set to be returned and a replacement pump was provided.